Manufacturer narrative:
Device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in the patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Please note corrections regarding h6 (results & conclusion codes): the reported event was confirmed since evaluation of CT imaging by a medical professional finds radiolucence and dissolved bone substance. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿the tibial component shows clear radiolucence, subsidence and migration in the scan, the pe cannot be assessed in the CT scan, however, there is no indirect sign of loosening or breakage. The talar component is as well loosened, with clear radiolucence, strong posterior subsidence and massive bone loss of the talus. The bone substance has dissolved partly potentially causing trouble in a future revision." And " when looking through the information received, the event is patient related." Based on the investigation, the root cause can be attributed to a patient factors related issue. The device loosening/migration was caused by radiolucencies and dissolved bone substance around the construct. If the device is returned or if any additional information is provided, the investigation will be reassessed.